Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿the handpiece returned to mitek express care not functioning when tested. The unit displayed displaying error message fc 15.¿ per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: power button grossly misplaced and shorting out contacts. Per r&d the device will remain with r&d as currently no approved method of repair. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the shaver handpiece 2.0 with buttons was not functioning when testing; and that the device displayed error message fc 15. During in-house engineering evaluation, it was determined that the power button was grossly misplaced and the contacts were shorting out. There was no procedure nor patient involvement reported. No additional information was provided.